Event description:
T was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion was located in the unspecified coronary vessel. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, on the first inflation at 7 atmospheres the balloon ruptured. The physician removed the device intact and the procedure was completed with another of same device. No patient complications were reported. The patient¿s status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).